Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua)18 (max take-up revolution exceeded) error message" was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua18 error message. The probable root cause of the ua18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. Upon visual inspection, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed damage is unrelated to the reported complaint, and this type of physical damage is characteristic of user mishandling. The load plate cover will be replaced to address the issue. The platform was further examined, and it was noted that power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. This observation is unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in december 2012 and has exceeded its expected service life of 5 years. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During functional testing, the autopulse platform stopped after performing a few compressions and displayed "system error, out of service, revert to manual CPR" error message, unrelated to the reported complaint. The autopulse platform was able to communicate with the apvision software via ir port, and the apvision software revealed the system error was a user advisory (ua) 139 (unable to hold compression position) error message. During investigation, the drivetrain motor brake assembly air gap was measured at 0.013", being too wide, out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drive train motor shaft dimple locking well and caused the brake to disengage. The drive train motor was replaced to address the ua139 error. During further functional testing, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Also, the platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error. Awaiting the customer's approval for repair.

Event description:
During the customer's annual preventive maintenance inspection, the autopulse platform (sn: (B)(4) displayed user advisory (ua)18 (max take-up revolution exceeded) error message. The user was unable to clear the error message. No patient involvement.